Manufacturer narrative:
Final analysis found that an insulation was damage at 23.4 cm from the connector pin, blood was also noted at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the physician noted body fluids in the insulation. The lead was not used and a new lead . The patient was asymptomatic at all times and was stable following the procedure. The patient will be followed normally.